Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Cause was not known. Consequently, the customer experienced a feeling of not being able to breathe. Reportedly, the customer's brother assisted in re-sugaring the customer to address the low bg. The customer had a cessation of low bg symptoms after re-sugaring. No additional event information was provided.